Event description:
It was reported that a malfunction was suspected for the subject device following a cardioversion. As recommended, a hardware reset procedure was performed. However, inconsistencies in programming parameters after the re-initialization of the device were observed in addition to high lead impedances values. On the ECG, no sensing and capture were observed, as reported. The device was then explanted and returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it was damaged most probably because of the application of the external shock.

Event description:
It was reported that a malfunction was suspected for the subject device following a cardioversion. As recommended, a hardware reset procedure was performed. However, inconsistencies in programming parameters after the re-initialization of the device were observed in addition to high lead impedances values. On the ECG, no sensing and capture were observed, as reported. The device was then explanted and returned for analysis.

Event description:
It was reported that a malfunction was suspected for the subject device following a cardioversion. As recommended, a hardware reset procedure was performed. However, inconsistencies in programming parameters after the re-initialization of the device were observed in addition to high lead impedances values. On the ECG, no sensing and capture were observed, as reported. The device was then explanted and returned for analysis.